Event description:
It was reported that the broach was 3 1/2 mm, it was set right where the doctor wanted it. When the doctor went to place the real implant, it set at 5 mm.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding seating height discrepancy between an accolade tmzf stem and broach was reported. The event was not confirmed. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Post-operative x-rays would be required to provide a meaningful dictation for this case. It is noted that the provided operative reported does not indicate any difficulties in seating the stem. Conclusions: the event could not be confirmed nor the root cause of the reported seating height discrepancy determined due to the minimal information received.

Event description:
As per the sales rep via phone all on (B)(6) 2014: the surgeon placed the broach and it sat flush. When the stem was placed, it sat proud.